Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation procedure the farawave pulsed field ablation catheter was selected for use. The device was difficult to flush in the drip line with syringe and then was not dripping at all through the pressure bag port. The catheter was replaced, and the procedure was completed successfully without patient complications. Additionally, the catheter was not inside the patient when the issue was discovered. The device is expected to be returned.